Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced a blood glucose of hi on the meter (over 600 mg/dl). The reporter stated that the patient experienced the high blood glucose related to being overheated and indicated that the patient normally had elevated blood glucose levels when overheated. The reporter stated that the patient took a correction bolus started cooling off and the patient's blood glucose reportedly returned to 146 mg/dl. The reporter declined troubleshooting of the pump as the reporter did not feel that the pump was the cause of the high blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.